Event description:
This lead was implanted on (B)(6) 2005. Patient had nonsustained and diverted episode that showed noise on this rv lead. Able to reproduce with deep breathing. On (B)(6) 2011, the physician capped the pace/sense of this lead. Coils are still being used. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)